Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when the veterinarian was using the catgut during a procedure, while trying to knot the thread it kept breaking. The animal (dog) kept bleeding while the veterinarian tried using another suture which also broke. To complete the procedure the veterinarian decided to use another brand. All med watch submissions related to this report are: 3003639970-2017-00333, 3003639970-2017-00335.

Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) of this batch. There are no units in our stock. We have received one open and used cassette. We have tested the knot pull tensile strength of the thread of the cassette received and the results fulfil requirements: the 2.22 kgf in average and 2.13 kgf in minimum (requirements: 1.25 kgf in average and 0.75 kgf in minimum). Final conclusion: although the results of the sample received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.